Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that according to the user, as he drives the chair, it shuts down on him. He said he doesn't know why it shuts down. He said if he tilts it back and then forward, it will start driving.